Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted after the patient went swimming with the pump, the pump stopped working and would not power on again. There was reportedly moisture observed inside the display screen. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: a review of the black box history revealed multiple power on reset events on 05/10/2015. Moisture and corrosion was observed behind the display lens. The returned battery cap secured to the pump and was able to maintain an electrical connection with the pump. The returned battery cap contact height measurements were found to be within the required specifications. The battery compartment was found to be cracked above the bumper pad and below the keypad. There was no evidence of moisture observed inside the battery compartment. A leak test was performed and battery compartment leaks were found at the cracks. During testing, the pump powered on to the ¿verify¿ screen. Unrelated to the complaint, the keypad was found to be unresponsive due to a stuck/scrolling up arrow button. The keypad cover was intact; no damage or peeling was observed. The keypad cover was removed and no evidence of contamination was observed under any key contacts. The contrast button contact was found to be inverted and unable to spring back when pressed. The remaining steps for the keypad were unable to be completed due to unresponsive keypad/scrolling. The pump case was removed and moisture corrosion was found throughout the inside of the pump (on power circuit and keypad flex + connector). The reported ¿no power¿ complaint issue was unable to be completed due to moisture damage and an unresponsive keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.